Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during a biceps repair procedure, while the surgeon was applying tension to the suture to tighten the tendon, the suture fractured. The surgeon left the button implant part of the device in situ, as the anchor was fixed, but used an alternative device with a 4mm endobutton to complete the procedure with additional fixation.

Manufacturer narrative:
(B)(4). UDI#- (B)(4). Customer has indicated that the product will not be returned zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a procedure, while the surgeon was applying tension to the suture to tighten the tendon, the suture was not strong enough to hold and failed. The surgeon left the button implant part of the device in situ and had to use an alternative device with a 4mm endobutton to complete the procedure.